Manufacturer narrative:
Hydrofera llc is awaiting the return of unused product for evaluation. The device DHR and risk assessment have been reviewed and all records appear to be accurate and in compliance. Risk toward the potential for developing cellulitis was not considered as a viable risk for the product. Complaint records from 2010- 2016 for hydrofera blue products were reviewed and no other occurrence of cellulitis was noted. Should additional information become available a follow-up report will be filed.

Event description:
It was reported that the patient began having intense itching and burning pain 1-2 hours following the application, by the in-home nurse, of a hydrofera blue ready dressing to the abdomen/wound area. The following day the patient had a high temperature (106) and was fatigued, lethargic and sweaty. The in-home nurse was called. She removed the dressing and noted large amounts of exudate with odor and the wound bed appeared red and bleeding. The wound was washed and a hydrofera blue classic dressing was applied. The patient went to the emergency room and was diagnosed with cellulitis which was treated with oral antibiotics. The patient had a prior history of cellulitis.